Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed the flow rate test. The user ran the test using the volumetric test methodology using a graduate with a 1000 ml maximum capacity. However, the delivery rate, volume to be infused (vtbi), and amount delivered were not known. The test was conducted with an intravenous (IV) set that had been used at least a couple dozen times prior to the current test and was not tested using a new IV set. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.